Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error 130, 37. The customer's blood glucose was 14 mmol/l at the time of incident. The customer states the pump errors occurred multiple time. Troubleshooting what performed and were able to clear the pump error 130 and advise the customer what to do to avoid it. However pump error 37 was unable be clear. It is unclear if the insulin pump will returned for analysis.